Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported from a representative from (B)(6) that a revision was completed for creo mis locking caps that loosened 3 months post-operatively.